Manufacturer narrative:
Samples received: no samples nor batch number received. Analysis and results: the involved batch number is not received. However, we have received the last batches supplied to the hospital: 115174, 115242, 116204, 116315, 116287, 116377, 117111, 117184, 117302, 117484, 118251, 718366. We manufactured and distributed in the market 540 units of the batch 115174, 720 units of the batch 115242, 252 units of the batch 116204, 360 units of the batch 116315, 360 units of the batch 116377, 432 units of the batch 116287, 432 units of the batch 117111, 864 units of the batch 117184, 792 units of the batch 117302, 288 units of the batch 117484, 324 units of the batch 118251 and 216 units of the batch 718366. There are no units in stock of any of them. Reviewed the batch manufacturing records, all batches were released into the market fulfilling usp/ep and b. Braun surgical requirements. On the other hand, there are no samples available for analysis. Without any sample, we cannot carry out an analysis in order to take a decision. Final conclusion: without samples and/or the involved batch number, we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Anyway, according to the batch manufacturing records review, the possible products comply with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information has been received a follow up complaint will be submitted.

Event description:
It was reported the suture tends more to seroma. The reporter indicated that the surgeon used novosyn during revision spinal surgery for wound closure of the fascia. Per the reporter the patient developed a seroma. Additional information is not available.